Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 42-year-old male patient, the device recognized the attached adult electrodes as pediatric electrodes and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Device results: the device and onestep complete electrodes (lot# 3423d) were returned to zoll medical corporation for evaluation. The customer's report of the device recognized the attached adult electrodes as pediatric electrodes was observed in the device logs. However, the returned pads and the device were put through extensive testing without duplicating the report. Zoll pawtucket further evaluated the pads and found corrosion on the pcb within the connector which may have contributed to the customer's report but cannot firmly be established. The pads were scrapped after testing. The customer's report of the failed to discharge was not replicated or confirmed. A review of the device log shows the device successfully delivered a 200j shock. There were no additional attempts to charge or discharge on the event date. The device was put through extensive testing including discharging at all energy levels and all functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.